Event description:
The customer reported that the paddles failed to shock.

Manufacturer narrative:
The customer reported that the paddles failed to shock. The customer was sent a new defibrillator paddle set. Replacement of the paddle set resolved this failure.